Event description:
Device status indicator is flashing red and beeping. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2014. Potential user error review of the device history log revealed that the device failed the weekly auto self-test due to a software integrity fault, with the only failure on the (B)(6) 2019. The user would have been alerted with, ¿warning, device service required¿ prompt, alongside a flashing red status indicator and failure chirp, as per the reported fault. The review of the technical log revealed that this was due to the shock button being pressed or stuck during the weekly auto self-test. The device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. Additional stress testing was carried out at 50°c 95%rh for 5 days while performing a self-test every 20 minutes. This combined testing equates to approximately 9.5 years of normal use without fault. The operation of the shock button was verified at different stages during this period. Furthermore, the reported fault could only be replicated while pressing the shock button during an auto self-test. Given that no measurable fault was found on the device, the reported fault may have occurred due to an external force being applied to the shock button during an auto self-test. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device status indicator is flashing red and beeping. There was no patient involved in this event.